Event description:
It was reported that pump displayed malfunction alarm code and fault ID, and customer did not experience any notable events prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again, which customer acknowledged and understood.